Event description:
It was reported that due to discomfort, the pt removed the ICD on his own. The pt had a psychiatric history. The lead was explanted and replaced with another lead. The ICD was reimplanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.